Manufacturer narrative:
Evaluation: results: during analysis discoloration was observed in each septum. The bottom septum was cored. However, device was within specifications and no anomalies were found. Conclusion: complaint could not be confirmed for "erosion." Visual examination revealed no anomalies that could have caused erosion. The device was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the doctor would replace the pt's (pt) ipg and extension on (B)(6) 2011, because the ipg had eroded through the pt's skin. The doctor told sjm representative that the pt's white blood count was normal, and that no infection was observed.